Manufacturer narrative:
This report is being cancelled as it is a duplicate to complaint mfg report number 2249723-2024-03040. Revert all sections to blank : b. Adverse event or product problem. D. Suspect medical device. E. Initial reporter. G. All manufacturers. H. Device manufacturers only.

Event description:
This report is being cancelled as it is a duplicate to complaint mfg report number 2249723-2024-03040.

Event description:
It was reported that when the pump was sitting where the or hold their pumps, the cardiosave intra-aortic balloon pump (iabp) unit was repeatedly beeping while turned off. The perfusionist stated when he arrived in the unit the pump was plugged in and beeping. He attempted unplugging and removing batteries prior to calling the esp line. He was advised to attempt to power on the machine without success. Due to the repetitiveness of the alarm, he placed the pump in a room until biomed could come get the pump. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.